Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, but the exact cause is unk. Fluid leaked through a semi-circumferential split that was found between the 37 and 38 cm depth marks in the 4 fr groshong tubing. The leak site was located 2.5" from the distal tip of the strain relief oversleeve. A semi-circumferential crease was found in the radiopaque strip 0.3" distal to the split. The catheter may have been in a location that was vulnerable to kinking, which may have been a factor in the creases and splits found in the tubing; however, the exact mechanism of damage is unk. A chr of lot # retf0568 showed no other similar product complaint(s) from this lot number.

Event description:
PICC placed on (B)(6) 2009 without any problems. On (B)(6) 2010, the catheter was removed after signs of extravasation. The pt had an extravasation of saline. It caused pain and swollen arm. The pain and swelling disappeared after some period (exact time is unk) of conservative treatment. As far as we know the pt is ok today. X-ray confirmed, so they will be attached.